Manufacturer narrative:
The reported event of the distal disk deploying with a cobra deformation could not be confirmed. A more comprehensive assessment could not be performed, as the device was not returned for analysis. The device history record was reviewed, to ensure that each manufacturing and inspection operation was performed, and the product met all specifications. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
The results, method, and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that on (B)(6) 2021, a 6 mm amplatzer septal occluder was selected for implant. During the implant procedure, while deploying the device, the distal desk presented in a cobra deformation. Attempts to return the device to it's normal shaped were unsuccessful. The device was replaced with a new 6 mm amplatzer septal occluder and successfully implanted to resolve the event. There was no clinically significant delay in the procedure and the patient remained hemodynamically stable throughout. The patient is currently stable with no adverse events.. No additional information was provided.